Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The helix of the lead was extrinsically bent. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at 8.7 and 37.5 cm, with blood visible in proximal conductor at both cut locations. Cuts may have occurred at time of implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket/muscle stimulation. The right ventricular (rv) lead exhibited unstable thresholds that continued to climb and was undersensing r-waves, which resulted in over pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.